Event description:
The pt underwent endovascular repair of aaa using the trivascular ovation prime abdominal stent graft system on (B)(6) 2013. The aortic body filled as expected. After attempts to cannulate the contralateral leg of the aortic body graft were unsuccessful, the physician converted the pt to an aortic-uni-iliac. A cuff was placed to occlude bloodflow through the contralateral leg of the aortic body graft and a fem-fem bypass was performed. The physician confirmed through an angiogram the aneurysm was excluded and reported that the pt was doing well the following day ((B)(6) 2013).